Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were having issues charging their stimulator and the issue began thursday. Pt stated the controller vibrated when they attempted to charge their implant so the pt reset the controller but after the controller still vibrated. Pt stated the vibration issue resolved but now they got no device found even when it was right on top (ps understood this as paddle). During the call pt plugged the recharger into the controller. Pt was able to get recharging excellent on the screen. Ps advised pt to call patient services back if the issue persisted. The troubleshooting steps that were taken on the call resolved the issue. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they couldn't see their check position/adaptive stim settings and lost the feature on the controller and the issue began thursday. Pt stated their back was charged for a few days and now the charge was gone (ps understood this as implant was depleted). Ps advised pt to continue charging their implant and if their stimulation/adaptive stim was on but they still couldn't see the feature on the controller then to call their hcp to connect with a represent ative. The patient was redirected to their healthcare provider to further address the issue.